Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 450cc saline breast prosthesis that deflated after implantation. As a result, the patient will undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On 30-jul-2020, the mentor failure analysis lab received the device for evaluation. On 17-aug-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed and it revealed a tear at the juncture of the shell and patch. Microscopic examination was performed and the cause of the rupture could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-nov-2020, mentor received additional information about the event: clarification on which side breast prosthesis deflated was received. It was reported that it was the patient¿s left breast prosthesis that deflated. As a result, the serial number has been updated to (B)(6). The patient had her removed breast prostheses replaced with mentor high profile smooth saline 500cc breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: mentor received two serial numbers for this event: serial #(B)(6) for patient¿s left breast prosthesis and serial #(B)(6) for the patient¿s right breast prosthesis. If clarification is received on which side breast prosthesis deflated, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).